Event description:
Patient was admitted as an outpatient in 2005 for snare and explanation of a groshong catheter fragment and port reservoir explantaion from the left chest. This procedure was performed by intrventional radiology physician and staff. Patient authorized the hospital to dispose of their explanted device. The groshong catheter fragment tip was located in the pulmonary outflow tract and the proximal end was within the right ventricle.